Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. A correction bolus was delivered to address bg. On (B)(6) 2026 the customer went to the emergency room because after multiple manual injections they were unable to get their bg lower than 200 mg/dl. The customer was treated with fluids. Reportedly the customer used supplies beyond labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.